Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was unknown. Customer reported that they received critical pump error image. Customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on electronic board stack. Unable to verify critical pump error alarms due to blank display. Device received with severe corrosion on force sensor assembly and moisture damage on motor assembly.